Event description:
During index procedure one endeavor sprint rx drug eluting stent (3.00 x 18mm) was successfully deployed to mid lad. Approximately 2 years and 1 month post implant the patient suffered non q-wave myocardial infarction which was treated by revascularization. Patient was asymptomatic / free of symptoms at 30 day, 6, 9, 12 and 24 month follow up. Investigator has indicated that event was not related to the study stents, drug or procedure.

Manufacturer narrative:
Evaluation results inherent risk of procedure (myocardial infarction).